Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and the outer catheter was noted to be stretched 55 cm from strain relief. The stent graft was partially deployed and protruded approximately 11 mm from the tip of the outer sheath. Several bent struts were found along the undeployed portion of the stent graft. Bent struts noted on the deployed portion of the stent graft. The eptfe coating was noted to be pulled back at the bent struts in the deployed section of the stent graft. The bent struts and pulled back eptfe coating may have been a result of retracting the partially released stent graft through the introducer sheath. An attempt was made to deploy the stent graft, however, due to the dried blood in the device the partially deployed stent graft could not be deployed. The investigation is confirmed for partial deployment; however, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that a stent graft could not be deployed in an upper arm fistula. The entire system was removed and another stent graft was deployed successfully without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information and date of event, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.